Event description:
It was reported from (B)(6) that the battery device will not charge. It was not reported that the malfunction occurred during surgery. There were no delays to the schedule surgical procedure and an identical spare device was available for use. There were no reports of injuries, medical interventions or prolonged hospitalizations. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.